Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was damaged and not functioning properly. This was attributed to normal wear of the device. Various parts were replaced. Device was repaired and returned to the customer.

Event description:
Customer reported that the bearings run sluggishly. This is report 1 of 1 for complaint (B)(4).